Manufacturer narrative:
Per the clinic, the patient underwent revision surgery to reposition the device on (B)(6) 2017. This report is submitted on may 16, 2017.

Manufacturer narrative:
This report is submitted on april 26, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient's surgeon, the patient experienced a breakdown of the skinflap at the implant site. Revision surgery to repair the skinflap is scheduled, but is unknown if it has occurred, as of the date of this report.